Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was pushed inside the sheath when they were attempting to insert the dilator. The sheath was exchanged, and the issue was resolved, the case continued without any further incident. Additional information received indicated it appeared the gasket internally was displaced. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was pushed inside the sheath when they were attempting to insert the dilator. The sheath was exchanged, and the issue was resolved, the case continued without any further incident. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 00001925 and no internal actions related to the complaint was found during the review. Based on the completed mre, the h4. Device manufacture date has been populated with 4-mar-2022. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).